Manufacturer narrative:
(B)(4). This lead remains implanted, thus will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided or upon completion of analysis, should the device be returned.

Event description:
It was reported that this defibrillation lead exhibited noise on the rate/sense portion which was oversensed and resulted in pacing inhibition. It was also reported that the patient felt dizziness. Patient also reported feeling dizzy. No additional adverse patient effects were reported.